Event description:
It was reported that the patient had possible pacemaker syndrome. It was noted that the right atrial (ra) lead had been inactivated due to high thresholds. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58, implantable pacing lead, (B)(6) 1993. (B)(4).